Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD, (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.